Event description:
During an off pump open heart procedure, the plastic foot pieces broke off the stabilizer arm and fell inside patient. The surgeon confirmed that all of the pieces were retrieved. The hospital also reported that no additional incisions had to be made. No patient complications were reported.